Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): air line alarm complaint pump changed tubing opened door no visible bubbles. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was returned for evaluation. The sample was visually evaluated with no defect noted. The sample was also leak tested with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152 which meets the specification of 0.152-0.154 inches. Based on the revaluation results, the reported defect was not confirmed. Due to complaints of this nature, corrective actions were performed to revise specifications which limit unit-to-unit variation in tubing outer diameters and increased the length of the tubing that contacts the air sensor. The reduced variation in tubing outer diameter and length revision improves the coupling between the administration set and the air-in-line sensor reducing the potential for false air-in-line alarms. B. Braun medical inc. Has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01.jan.2022 and 17.aug.2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.